Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that while at an account observing a breast biopsy as they were advancing the cutter into breast to take the first sample they noticed a black artifact approximately 1x1 mm in size but was unable to retrieve it before the cutter entered into the breast. Upon retrieval of the specimen they noticed the artifact was in the sample. They continued using the probe and finished the case. On post mammogram images there were no artifacts in the biopsy cavity. While taking specimen radiographs, they noted that the artifact was present in the specimen.